Event description:
During maintenance, the cardioplegia monitor displayed pressure values intermittently. The monitor was reset and the procedure was concluded. There no was patient injury as a consequence of this event.